Event description:
Leakage from the catheter. The catheter has been in use since 1/21/2005. When flushing the catheter in 2005. The pt suddenly had a pain on the left side where the catheter was placed. The catheter was withdrawn and a hole could be seen.